Event description:
The customer reports observation of a reactive atellica im toxoplasma igg (toxo g) result which was discordant relative to repeat testing by an alternate method. An initial reactive (positive) toxo g result was obtained for a female patient on (B)(6) 2022. The result was reported to the physician and questioned. Re-testing the same day using an alternate method produced a negative result for the same sample. Additional testing using the same alternate method at another lab reproduced the negative result. The negative result was accepted as correct. There are no allegations of patient harm, changes in treatment, or delay in diagnosis in association with the discordant observation.

Manufacturer narrative:
A customer from outside of the united states reported observation of a reactive atellica im toxoplasma igg (toxo g) result which was discordant relative to repeat testing by an alternate method. The atellica im toxoplasma igg (toxo g) instructions for use (IFU) states in the interpretation of results section: "results of this assay should always be interpreted in conjunction with the patient's medical history, clinical presentation, and other findings. Siemens is investigating.

Manufacturer narrative:
MDR 1219913-2022-00323 was initially filed on 2022-09-30. Additional information, 2022-11-14: siemens has concluded the investigation. A customer from outside the united states observed a reactive atellica im toxoplasma igg (toxo g) result which was discordant relative to repeat testing by an alternate method. An initial reactive ( positive) toxo g result was obtained for a female patient. The result was reported to the physician and questioned. Re-testing the same day using an alternate method produced a negative result for the same sample. Additional testing using the same alternate method at another lab reproduced the negative result, which was accepted as correct. The customer also had the sample re-tested by the same alternate method at another laboratory, and another negative result was obtained. Regional service staff confirmed that assay calibration was valid and quality control results were within expected ranges. There was not sufficient available volume of sample material to permit testing by siemens. No heterophilic blocking tube (hbt) and/or non-specific antibody blocking tube (nabt) testing was performed by the customer. The customer did not provide information to allow estimation of site-specific assay specificity. The total initial relative specificity of 3 studies as described in the atellica im toxoplasma igg (toxo g) instructions for use (IFU) is 98.6%. Siemens review of field data shows that the performance of toxo g lot 280 is similar to that of other lots. Based on the available information, atellica im toxoplasma g lot 280 is performing as intended and no product performance issue has been identified. The customer is operational and no additional investigation is required. Note: in section h6, the codes for investigation findings and investigation conclusion have been updated.